Event description:
During an inspection, the facility biomed found that the device was unable to deliver charged energy, there was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the customer testing found that the shock button was inoperative. Physio-control evaluated the device and verified the reported failure to deliver charged energy. Physio reseated the large keypad to interface pcb cable connection and observed proper device operation thru functional and performance testing. The device was returned to the customer for use. The cause of the reported/observed failure was determined to be a loose cable connection at the interface pcb, p31.